Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# unknown serial#, implanted: (B)(6) 2021, product type screening device. Product ID 309201 lot# unknown serial#, implanted: (B)(6) 2021, product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a basic evaluation trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The trial began (B)(6) 2021. It was reported, per the patient's partner, that the patient was up all night with pain. They also mentioned they bled a bit and had a fever the first night. The issue was not resolved at the time of the report. The following day, the patient's partner reported the patient was in the emergency room (ER) for about five hours. The day after that, the patient's partner stated they had changed the patient from the left side to the right side, with stimulation at 2.0 volts. They thought the leads may have moved, as the device did not seem to be working for the patient when they were on the left. They had the patient's stimulation to 4.0 volts on the left and they were not feeling anything, so they went back to the right side. They were advised to contact the clinician with health concerns and for advice. Two days later, they reported that the patient was in the ER yesterday and did not get to track anything until 4pm.